Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed no delivery. The customer's blood glucose level was 179 mg/dl at the time of the call. The customer stated that there were no significant events that could have led to the issue. The customer stated that they were hospitalized on (B)(6) 2015 for diabetic ketoacidosis. The customer did not provide any further information about their hospitalization. The customer was assisted with trouble shooting and found that the reservoir needed to be changed. The customer was sent a new battery cap for a damaged battery cap that the customer had reported. The customer stated that their cannula kept bending but the issue was resolved with a complete set change.